Event description:
This is a spontaneous report by a nurse from portugal of break in aseptic technique and peritonitis with culture positive for enterobacter cloacae in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred. On (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized. On (B)(6) 2010, the patient began remedial therapy with gentamycin and vancomycin (intraperitoneal (ip), doses and frequency not reported). The outcome of the peritonitis was unknown and it was not reported whether the patient was retrained for the break in aseptic technique. Remedial therapy was ongoing. Pd therapy was ongoing with an unchanged dose.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint was opened to address a patient reaction of peritonitis. The most probable root cause for this event of peritonitis is poor aseptic technique, as identified by the patient's nurse in the complaint file. User failure in aseptic technique is a known cause for peritonitis and product labeling includes warnings and instructions regarding the proper use of aseptic technique to avoid peritonitis. No product defects were reported as potential causes for the peritonitis and no samples were available for evaluation. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.